Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported event is unable to be performed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm 3300tfx pericardial aortic valve was placed under evaluation for valve-in-valve intervention after an implant duration of nine (9) years, 11 months due to unknown reasons.

Event description:
It was reported that a patient with a 19mm 3300tfx pericardial aortic valve underwent valve-in-valve intervention after an implant duration of nine (9) years, 11 months due to severe aortic valve stenosis. The patient initially presented with shortness of breath, dyspnea on exertion, light headedness, and dizziness. Tavr was successfully performed with a 20mm 9750tfx transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, d4 (primary UDI number), d5, d7, h3, h5, h6 (health effect - impact code, type of investigation), h8. H11: corrected data: corrected sections b2, h6 (component code).

Event description:
It was reported that a patient with a 19mm 3300tfx pericardial aortic valve was underwent a valve-in-valve intervention after an implant duration of nine (9) years, 11 months due to unknown reasons. Tavr was successfully performed with a 20mm 9750tfx transcatheter valve successfully.